Manufacturer narrative:
The pod will not be returned for evaluation. Unable to confirm any issue related to the pod's adhesive that may have resulted in the customer's adverse skin condition. The omnipod user guide instructs pts to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer was directed to the omnipod website which offers a resource guide that includes a listing of skin barrier products that can aid in skin protection.

Event description:
The customer's mother reported that her daughter's skin "was very irritated and had pus." Though they are normally "very fastidious about cleaning and preparing" the pod site prior to application, the mother suspects this may have been an allergic reaction that she has developed to the adhesive. Insulet customer support directed the mother to the omnipod website for a listing of products that could be used to prevent the recurrence of this condition. The pod will not be returned for evaluation.